Event description:
It was reported the patient was walking through a door next to a multifunctional device (printer, fax, etc.) And felt a strong shocking or jolting sensation. The implantable neurostimulator (ins) was then turned off. It was stated the patient had the ¿impression that the icon indicated 15v.¿ it was unclear what this referred to. The ins was interrogated and was working properly. The ins was reprogrammed and the programming parameters were the same at implant. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).